Event description:
Based on review of the device's event history, two instances of failure code 810:04 occurred during delivery on the same date. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation has not yet been completed. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.